Manufacturer narrative:
The MFR's service representative performed an onsite investigation. The c-arm connector pin was replaced. The system operates as intended.

Event description:
The customer reported that there was no image on the monitors of the 7900 system. No pt injury was reported.